Event description:
It was reported that the vns patient underwent vns explant due to an infection two days after initial implant. It was reported that the patient is considering having a new vns system implanted. Attempts to obtain additional information have been unsuccessful to date.

Event description:
Clinic notes dated (B)(4) 2014 note that the patient would be an excellent candidate for vns reimplant. Reimplant is planned.

Event description:
Additional information was received stating that the patient will not be re-implanted with vns.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.